Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between heartmate ii lvas, s/n (B)(4), and the reported event could not be conclusively established through this investigation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital after the patient experienced an acute change in neurological status at home. Symptoms included left sided weakness, facial droop, and inability to speak. Inr on admission was 2.5. A head CT on (B)(6) 2018 showed an acute right middle cerebral artery(mca) stroke. The patient underwent an embolectomy. On (B)(6) 2018, a head CT showed a large bleed extending into sub-arachnoid space and basal ganglia. Two units of fresh frozen plasma(ffp) were given to the patient. On (B)(6) 2018, an additional head CT performed showed persistent and slightly worsening intra-ventricular hemorrhaging. Care was withdrawn per the patient's wishes and the patient expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's aware date was inadvertently omitted from previous report. The correct date was aug 10, 2018.